Manufacturer narrative:
On 14-nov-2024, the product investigation was reopen to process a correction. It was previously reported in section h11. Additional manufacturer narrative that the separation between the pebax and the electrode could not be determined. On 14-nov-2024, the product investigation was reopen to clarify the that potential cause of the pebax damage could be related to manufacturing process. As a result, the following updates were also processed: field h6. Investigation findings was updated to include code ¿manufacturing process problem identified (c16)¿. Field was updated from ¿cause not established (d15)¿ to ¿cause traced to manufacturing (d03)¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis was performed, and reddish material was observed inside the pebax. There was evidence of separation between the pebax and the electrode. The magnetic and force feature was tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device and no internal actions was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the separation between the pebax and the electrode cannot be determined. The instruction for use states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. The carto instructions recommended: if force readings might be inaccurate or another catheter is in proximity: an alert message appears, force readings on the dashboard are displayed in gray, and the force graph is colored white. Resolve the issue according to the directions in the alert message to enable force measurement. You can also continue the study without force data. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal action was created for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that the force measurements massively increased during ablation. It increased over 60g and higher even no pressure is applied to the catheter. Zeroing the catheter several times did not solve the issue. Changing the site of ablation did not solve or effect the problem. Changing the catheter cable did not solve the issue. Changing the catheter itself solved the issue. When removing the catheter, blood could be found/seen within the force sensor at the catheter tip. Using a new catheter of a different charge solved the issue and the procedure was finished successfully. There was no patient consequence. The customer's reported force and blood in the catheter tip issues were not considered to be MDR reportable since the potential risk that these could cause or contribute to a serious injury or death to the operator or patient is remote. On 26-jul-2024, the bwi pal revealed that a visual inspection of the returned device found a reddish material inside the pebax and there was evidence of separation between the pebax and the electrode. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.